Event description:
Patient has had an IV pump at his bedside for which the rn hung ivpg of zosyn, connecting the secondary tubing to the primary tubing. She set the pump in a manner to allow for the zosyn to infuse. However, the medication did not infuse. The clamp on the tubing was open. Rn changed the secondary IV tubing to a new set of the same kind and the same problem occurred; the medication did not infuse. A video clip of biomed testing verified that the primary bag would back feeds into the secondary line/bag, possible issue with backflow valve.